Event description:
Boston scientific received information that this right atrial (ra) lead was fractured under the clavicle. A revision was done to explant the lead and was replaced with a new lead. This ra lead is out of service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. However, a mid-body segment of the lead appears to be missing as the two ends did not matched up. The conductor coils were fractured. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. The allegation that the lead was fractured under clavicle was confirmed.

Event description:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.